Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor. On an unspecified date, customer obtained an unspecified high reading in which he treated himself with a ¿bigger dose¿ of an unspecified medication. The customer experienced symptoms described as ¿sweating, "like a knife" pain, trembling and weakness¿ on (B)(6) 2019 and was unable to self-treat. The customer further reported his wife orally administered ¿juice¿ as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor. On an unspecified date, customer obtained an unspecified high reading in which he treated himself with a ¿bigger dose¿ of an unspecified medication. The customer experienced symptoms described as ¿sweating, "like a knife" pain, trembling and weakness¿ on (B)(6) 2019 and was unable to self-treat. The customer further reported his wife orally administered ¿juice¿ as treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.